Event description:
It was reported that the sensor needle broke off into the insertion site. The blood glucose reading was 160 mg/dl. The customer stated that when she removed the sensor, she found that the device may have broken off inside the site because it seemed much smaller than normal. Advised the customer to see a doctor or get an x-ray for thorough investigation for a more definitive answer as to whether the sensor was still in her skin, since she was unsure. Nothing further reported.

Manufacturer narrative:
Testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. During inspection we did not detect a break in the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.